Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter on the needle shaft with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause - epoxy splatter is caused when the epoxy resin is being applied to the needle and hub to fix them in place. This is a relatively uncommon defect which would impact relatively few needles.

Event description:
It was reported that the bd vacutainer multi-sample blood collection needle had a foreign substance on the shaft. It was removed from use and the rest of the available needles were checked. Two more were found with the same substance of the shaft. There was no report of serious injury or medical intervention as a result of this occurence.